Event description:
It was reported bd syringe 0.5ml 20x32mm 23x25mm had foreign material. The following information was provided by the initial reporter: "the hub was removed and fitted again but it didn't work, so the hub was removed once again and then it was noticed that there was a small piece of plastic between the hub and the needle, that was obstructing the flow of the solution."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported bd syringe 0.5ml 20x32mm 23x25mm had foreign material. The following information was provided by the initial reporter: "the hub was removed and fitted again but it didn't work, so the hub was removed once again and then it was noticed that there was a small piece of plastic between the hub and the needle, that was obstructing the flow of the solution."